Event description:
Procedure: wedge/segmental resection. Reportedly, the stapler was applied to tissue that was considered thick by the surgeon. When the stapler was fired it broke and it could not fire anymore. The piece that broke off was retrieved. And the stapler was removed from tissue by cutting the patient tissue and there was bleeding of less than 500cc. The patient is in good condition.